Event description:
It was reported that this pacemaker exhibited pacing inhibition. The device was interrogated and no anomalies were found. Boston scientific technical services (ts) was consulted and upon review, did not observe pauses in the counters. Thresholds were found to be higher than programmed. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service.